Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of unable to pass the microintroducers over the guidewires was confirmed but the exact cause remains unknown. Two guidewire w/hoops, two 4.5 fr microintroducers, and two 21 introducer needles were returned for evaluation. Deformation was noted at the proximal ends of both guidewires. A microscopic observation revealed the proximal coils of the guidewires to be bent and disjointed but connected to the weld tip. Both weld tips were observed to be present and intact. While the exact cause of the damage observed in the returned guidewire is unknown, possible causes include manipulation prior to or during attempted. H3 other text : evaluation findings are in section h11

Event description:
It was reported that the microintroducer with sheath could not be inserted over the guidewire. There was no reported patient involvement. 08/30/2023 during an investigation of 2 returned guidewires it was found that the proximal coils were bent and disjointed. This report addresses the first guidewire.